Event description:
Olympus endoscopy account manager reported he was informed customer had the bf-uc190f ultrasound scope and was reprocessed in the oer-pro, which is not compatible. The issue was found when the field service engineer (fse) went into the facility to perform service on the oer-pro and was informed by the customer that they reprocessed the scope in the oer-pro. Fse informed the customer this scope is not compatible with the oer-pro. Additionally, it was determined that the device was used without the in-service . The customer used the scope even though they were advised an in-service will be performed prior to them using the scope. There is no patient infection associated on this reported event. No patient harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. As stated in b5, the fse informed the customer the scope is not compatible with the oer-pro reprocessor , additionally, fse informed the customer olympus representative about the observation. On a follow up communication with the customer representative, it was conveyed that there has not been any injury or infection related to this incident. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the user reprocessing the scope in the oer-pro likely occurred due to incorrect handling methods by the user. However, the specific root cause could not be determined at this time. The following is stated in the instructions for use (IFU) under chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor: "be sure to attach all required connectors to the endoscope and accessories. For details concerning appropriate connectors, refer to the instructions of the aer manufacturer. Manually clean and disinfect any endoscopes and accessories that are not compatible with the aer." Olympus will continue to monitor field performance for this device.